Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04843. Follow-up identified the patient's system was explanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04843. The patient has two occipital (off-label) leads. It was reported the patient awoke one day with pain on the right side of his face and head. The patient was referred to the neurosurgeon who determined there were no signs of stroke or aneurysm. Diagnostic testing was normal. The patient stated experiencing unpleasant sensations regardless of stimulation. Reprogramming attempts were unsuccessful as the patient feels pain in his limbs. The patient is pursuing surgical intervention as the next course of action.

Manufacturer narrative:
Voluntary medwatch report# mw5065839 was received by the manufacturer on 11/28/2016. After review of the report, it was determined the explant date was incorrectly reported previously. The correct explant date has been added. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-04843